Event description:
Bpm is giving incorrect readings. She and her husband both have high blood pressure. Her husbands bp ranges from 130's/80, but the machine is showing 75/50. She called her doctor to ask about the wrist bpm, but her doctor advised her to call the 800 on the machine.